Event description:
The customer called to report that she was experiencing high blood glucose and the reading was 449 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. After several phone calls to the helpline, the customer stated that her blood glucose levels were not coming down with injections or with the insulin pump. The customer stated she would be taken to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.